Event description:
On 08/07/2009, the pt reported that an e10 (cartridge) error was displayed on his infusion device while attempting to prime the infusion tubing. He attempted to retract the piston rod of the infusion device and e10 was displayed. He did not have replacement batteries at the time of the report. The pt called back after purchasing replacement batteries and stated that e10 was still displayed. He was instructed to press the check button twice to clear the error and he then retracted the piston rod. When the piston rod was completely retracted "returning piston rod" remained on the display and the motor continued to run. After several minutes e10 was displayed. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.